Manufacturer narrative:
The service rep carried out a verification on site and got similar results.

Event description:
The customer reported a non linearity dose rate measure observed at the image intensifier entrance, when they insert different filter thicknesses in the xray beam.